Event description:
Caller states the pt tested >8.0 inr on the coaguchek system and 4.1 inr on a comparison lab. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.